Event description:
Customer woke up with low blood glucose symptoms and tested 6.5 mmol/l on the mobile system. Within 10 minutes he re-tested 3.6 mmol/l on his aviva system. Later that day the customer tested 29.8 mmol/l on the mobile system and 11.4 mmol/l on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the aviva system was not returned.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number and expiration date unknown). (B)(6). Will not be returned to manufacturer.